Event description:
It was reported that this pacemaker system recorded an alert for lead safety switch (lss) due to high out of range pacing impedances measurements of 2226 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review it was noted that both the rv and right atrial (ra) lead channels exhibited intermittent impedance measurements. The physician opted to program the leads sensing and pacing in a split configuration. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system recorded an alert for lead safety switch (lss) due to high out of range pacing impedances measurements of 2226 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review it was noted that both the rv and right atrial (ra) lead channels exhibited intermittent impedance measurements. The physician opted to program the leads sensing and pacing in a split configuration. No adverse patient effects were reported. This system remains in service.